Event description:
Sales service dept from the manufacture was contacted by user site for a technical support inquiry on operation of a medical bed. At that moment, manufacturer was told that a patient had fallen and suffered of a minor injury at head. Verifications were made over the phone with user and it was determined that bed was operating properly, as expected.